Event description:
It was reported that during a procedure the fiber broke after 236,000 joules and 26 minutes of use. The procedure was completed by transurethral resection of the prostate. No patient or user clinical consequences occurred due to this event.

Event description:
It was reported that during a procedure the fiber broke after 236,000 joules and 26 minutes of use. The procedure was completed by transurethral resection of the prostate. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the white tubing at 20 inches inch from the input connector, between input connector and control knob. The fiber does not exhibit signs of usage. The fiber was tested with hene laser fixture and the aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. Based on the device analysis excessive bending occurred; however, it cannot be determined if the cause of the break occurred during preparation or shipping. An evaluation conclusion code of cause not established was assigned to this investigation.